Event description:
It was reported that the lead was attempted to be implanted but was not used due to a suspect helix not retracting and extending properly. The physician was unable to fixate the lead into position. A different lead was used for the implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed; analysis revealed the inner insulation was distorted due to kinking /buckling. There was a breach cut on the outer insulation, which was also distorted due to kinking/buckling. Blood ingression was noted in the outer insulation and visual analysis revealed the lead was damaged at implant and stretched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.